Event description:
It was reported that a home patient (hp) smelled a burning odor coming from a homechoice (hc) device after the device experienced a power failure. The hp was priming the line and was not connected to the device when the odor was noted. A technical service representative (tsr) arranged for a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until a new machine arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. The device passed rite (returned instrument test evaluation) electrical testing. However, the device failed rite functional testing as the device could not power up. The reported burning smell was still able to be detected and was confirmed during analysis. The event history log was downloaded and a battery powered message was found. Visual inspection identified blown ac power fuses and an overheated power harness connector. An electrical short was also identified between the accomp board and the power harness. The accomp board and power harness will be scrapped. The device was sent to service. Upon completion of the evaluation or if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.